Manufacturer narrative:
Siemens reviewed the data provided. The thb sensor in the reported m-cart was found to be performing as intended as can be seen from the aqc performance. The r1 files for the affected sample were not available for this analysis. In the absence of sensor raw response data of the affected sample, there is not enough information to conduct a detailed root cause analysis for the observed discrepancy.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The data logs have been provided for investigation. The customer states that the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported a discrepant total hemoglobin result on one patient on the rp 500 when compared to a non-siemens lab analyzer. There was no report of harm due to this event.